Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the system controller was not able to be confirmed. The system controller (serial number (B)(6) was not returned for analysis. Review of the submitted log files contained data from (B)(6) 2026, per timestamps. All of the captured data appeared to show the system controller operating as intended. Provided information stated that the heartmate 3 system controller was dropped in the toilet and was exposed to water; however, the device was not exchanged and therefore fluid ingress could not be confirmed. A self-test was completed, and the system controller was observed to be functioning as intended. Visual inspection did not reveal any damage. Although not confirmed, per provided information, the root cause for the reported event of fluid ingress due to the system controller falling in the toilet was determined to be user error. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev a) and the heartmate 3 lvas instructions for use (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 instruction for use (rev. D) section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook (rev. A) section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to the emergency department from home, reporting that their system controller fell into the toilet. Self-test was completed with all visual and audible alarms working. External visual inspection of the controller was dry and intact. There were no unusual events recorded in the log file event history. The controller was not exchanged.